Manufacturer narrative:
As reported, when the 4.0x20 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was opened, the distal tip had a partial broken/loose part. There was no reported injury to the patient. Additional information was requested; however, was not obtained after multiple attempts made the device was returned for analysis. A non-sterile ¿aviator plus .014 4.0x20 142cm¿ was received coiled inside of a clear plastic bag. The product was unpacked from the pouch with the purpose of performing the product evaluation. The distal tip presents a frayed condition. The ballon was returned not inflated. No other outstanding details were observed. The distal tip was inspected with a vision system. The distal tip surface presented a frayed condition with elongations and plastic deformation. The material elongations and plastic deformation is commonly caused during the interaction of the material with a sharp object or mechanical damage that exceeded the material yield strength prior to the frayed condition. A product history record (phr) review of lot 82333968 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip frayed/split/torn¿ condition was observed during analysis of the returned device. Visual inspection using a vision system revealed fraying of the distal tip with associated material elongation and plastic deformation, consistent with mechanical damage resulting from forces exceeding the material yield strength. However, the exact root cause of the observed damage cannot be conclusively determined based on the information available. Due to the absence of detailed procedural and handling information, it is not possible to establish when or how the damage occurred. Potential contributing factors include device handling or preparation-related interactions prior to use. According to the instructions for use which are not intended to mitigate risk, ¿directions for use: preparation: 1. Remove the inner package from the box. 2. Open the inner package and carefully extract the packaging tube with the balloon catheter and the packaging tray containing flushing needle and compliance chart. 3. Hold the packaging tube/tray in one hand. With the other hand, gently grasp the hub and carefully remove the balloon catheter from the tube. 4. Remove the flushing needle and compliance chart from the tray; discard the tray and packaging tube. 5. Without twisting, slide the forming tube off the balloon. 6. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen.¿ neither the phr review nor the product analysis indicate that the reported event is related to design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.

Event description:
As reported, when the 4.0x20 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was opened, the distal tip had a partial broken/loose part. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made

Event description:
As reported, when the 4.0x20 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was opened, the distal tip had a partial broken/loose part. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the 4.0x20 aviator plus percutaneous transluminal coronary angioplasty (ptca) balloon was opened, the distal tip had a partial broken/loose part. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.